Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection.

Event description:
Healthcare professional reported " right side explant due to systematical infection." Device explanted. Right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening curved on radius and crease fold. A visual and microscopic analysis was performed which identified: sharp opening on radius and for non-penetrating nick in the inner device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening. Additional, corrected and/or changed data: d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported " right side explant due to systematical infection." Device explanted. Right side.